Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the tip of a synchroseal instrument was bent and could not be pulled out of the cannula. It was unknown whether a fragment had fallen into the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a frayed grip cable at the distal end. Additionally, the instrument was found to have the jaw cover torn. The tears measure roughly 0.037" to 0.371" in length. A visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis.